Manufacturer narrative:
Investigation into this event found no evidence that the vitros eci did not operate as expected. The investigation determined that the samples used for the vitros myog correlation study were frozen aliquots that had been thawed three times during the timeframe of the event. The vitros myog instructions for use state: "serum samples may be stored for up to 7 days at 2-8 degrees celsius (36-46 degrees fahrenheit) or 4 weeks at -20 degrees celsius (-4 degrees fahrenheit). Avoid repeated freeze-thaw cycles of serum samples." The definitive root cause could not be determined, however, user error in handling of the pt samples used for the correlation could not be ruled out.

Event description:
The ocd lab specialist reported that negatively biased vitros myog results were obtained on two pt samples processed on a vitros eci during a correlation study on (B)(6) and (B)(6) 2009. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were not reported as they were only being used for the correlation. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (B)(4).